Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A review of the history log revealed multiple events of "downstream occlusion!" However the event history log cannot confirm if the alarms were true of false. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream scale factor out of specification . Force sensor no-tube and scale factor calibration requires calibration to address this issue. Also another issue bad speaker was not confirmed. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "occlusion" was reproduced. Evaluation performed downstream occlusion test and the device failed with undetected downstream occlusion. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an downstream scale factor out of specification. The force sensor no-tube and scale factor calibration requires calibration to address this issue. Functional testing was performed for bad speaker and did not identify any issues related to the customer reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had undefined occlusion and a bad speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.